Event description:
On (B)(4) 2014, the reporter contacted animas and alleged that on (B)(6) 2014 the cartridge was leaking insulin and the patient had a blood glucose of 452 mg/dl with nausea and an unspecified level of ketones. During troubleshooting, customer support determined that there was no product malfunction and the issue was due to training issue/misuse of the cartridge. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time, but user error should be considered.